Event description:
It was reported that the distributor, pharmline, has received the hickman/leonard/broviac central venous catheter in their warehouse. However, the expiry date indicated on the box label does not match the expiry date listed on the invoice. This discrepancy affects only to a portion of the lot, particularly the units that were reboxed under one of the two work orders at edc. It is important to note that there was no contact with patients.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, three photos were provided for review. The first two photos show the partial view of native product label in which product details like lot number was mentioned and verified with tw details but the expiry date on the box label was incorrectly mentioned. The third photo shows the expiry date stated on the invoice for same lot was different from expiry date on the box label. Based on the photo review, the reported expiration date error can be confirmed. Therefore, the investigation is confirmed for the reported expiration date error. The root cause of this issue is related to manufacturing. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the distributor, pharmline, has received the hickman/leonard/broviac central venous catheter in their warehouse. However, the expiry date indicated on the box label does not match the expiry date listed on the invoice. This discrepancy affects only to a portion of the lot, particularly the units that were reboxed under one of the two work orders at edc. It is important to note that there was no contact with patients.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.